Event description:
I do not have any documentation available outside of the packaging that the dexcom g7 device was packaged in. If it is needed, I can somehow try to arrange getting it to you. You, however, as previously reported through the email system the past few days I have had false blood sugar readings. The first one was a reading of a fletcher a 40 and going lower when there was actually a steady blood sugar of I believe 71. Perhaps it was 74 this morning at another false blood sugar reading of 254 when it was only 177. I've reached out to dick's house several times but they refused to do anything. Please advise. All blood sugar reading. When using the dexcom g7 device a high false blood sugar of 254 was displayed on the mobile app. The actual blood glucose reading was 177. The second reading for correct reading was provided via finger stick and blood glucose meter.